Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited high, out-of-range shock impedance measurements, triggering a shock impedance alert on the associated device. A boston scientific technical services (ts) consultant discussed potential troubleshooting and noted the increase was likely due to a physiological change. The lead was surgically abandoned. The associated device remains in service. No additional adverse patient effects were reported.